Event description:
Reporting status: serious injury/permanent impairment. Reporting rationale: myocardial infarction (mi) is considered to be permanent impairment. Device issue: no device malfunction has been reported. It was reported via a trial that the index procedure was in 2009, and during the procedure there was pre-dilation of the mid left anterior descending and then a 3.0 x 18 mm xience v stent was deployed in the lesion. The patient continued to have chest pain post balloon deflation at stent implant. Intra vascular ultra sound (ivus) revealed a dissection distal to this stent. After a second 2.75 x 12 mm xience v stent was used to treat the distal dissection. Ivus was done again and revealed possible dissection/thrombus proximal to the first stent. A third 3.5 x 15 mm xience v stent was used to treat the proximal dissection/thrombus. Upon review of the post implant enzymes there was evidence or per-procedural myocardial infarction (mi). Patient was given medication for the mi. Patient was pain free upon leaving the cardiac cath lab and had no further problems and was discharged from the hospital the next day. No additional event or patient information is available.

Manufacturer narrative:
Angina and mi, as listed in IFU are known adverse events associated with coronary stenting. Additionally, these patient effects, along with elevated cardiac enzymes are listed in risk assessment as no-fault post-procedure complications. These patient effects are not necessarily an indication of a product quality deficiency. As there was no reported product malfunction at the time of the procedure, there does not appear to be any indications of a stent delivery system quality deficiency. The two other xience v stents are being reported under another MFR 2024168-2009-01935.